Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: cannot see. A pt reported they were unable to test. Their meter allegedly would only prompt clean test area. The result on their meter was 69 earlier in the evening. No other blood glucose tests reported. No comparisons reported. Treatment was : customer drank orange juice with sugar. No further info has been reported.